Event description:
It was reported that an alert was received as this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial arrhythmia burden greater than 24 hours. Upon review, undersensing of atrial fibrillation was observed. The lead measurements appear to remain stable. The crt-d device remains in service. No adverse patient effects were reported.